Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump gave a "no disposable, clamp tubing" alarm when in use with the cassette. As soon as the user put in a different cassette, the alarm resolved. This occurred with two other cassettes as well. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.